Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the proximal right coronary artery with one 3.0 x 18 mm stent. On (B)(6) 2009, the patient experienced chest pain across the entire anterior chest with shortness of breath. On 07(B)(6) 2011, the patient presented to the emergency room with paradoxical breathing, extremely diaphoretic, severe conversational dyspnea, hypoxia and tachycardia. Treatment included oxygen, bilevel positive airway pressure (bipap), lasix, nitroglycerin paste and nitroglycerin infusion. The patient was diagnosed with a spontaneous non q-wave myocardial infarction undetermined if caused by the target vessel. The patient's condition resolved and the patient was discharged from the hospital on (B)(6) 2009. On (B)(6) 2011, the patient was hospitalized with unstable angina. The cardiac enzyme levels were elevated and the ECG showed a non q-wave myocardial infarction. The patient was treated with medication and discharged home on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized with increased swelling of all four extremities. The troponin level was elevated and the patient was diagnosed with a non st elevation myocardial infarction. The patient's condition is continuing and the patient was discharged the same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, atrial tachycardia, and myocardial infarction are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.